Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device to flow lines for downstream occlusion, upstream air and upstream occlusion testing with passing results. Evaluation found the force sensor scale factor calibration is within spec. Evaluation determined that no further testing is required. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed psi (pounds per square inch) testing during testing in the biomedical service department. There was no patient involvement. No additional information is available.